Manufacturer narrative:
Film evaluation summary: the exact cause of the screw gear break could not be conclusively determined from the images provided. The original packaging/outer box showed obvious signs of damage, which was likely due to shipping/handling. The shipping/handling may have contributed to the screw gear break.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately three months post index procedure, the endurant stent graft bifurcate had migrated and had a proximal type I endoleak. Per the physician, the cause of the event was due to a gap between the proximal end of the endurant stent graft bifurcation and the aortic vessel. Approximately nine months post index procedure, the physician elected to treat the stent graft migration with a proximal type I endoleak by implanting an endurant aortic cuff. It was reported during deployment of the endurant aortic cuff, it was discovered that the delivery system was damaged resulting in the endurant aortic cuff being implanted lower than intended. It was then observed that the proximal type I endoleak persisted. Per the physician, the cause of the delivery system damage was unknown and the inaccurate delivery was related to the damaged device. The physician elected to complete the procedure without additional intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.